Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from "saol" and a consumer. The patient¿s weight at the time of the event was (B)(6) pounds. The circumstance that led to the issue with the pump was the doctor¿s office did not make an appointment to refill the pump until long after a six-month period. The doctor¿s office then refilled it. The issue with the pump was a procedure issue; the staff at the doctor¿s office prolonged the refill. The issue with the pump has been resolved. The patient¿s date of birth was (B)(6), height 67 inches, the patient¿s weight was also reported as (B)(6) pounds. The pump was delivering gablofen/piramal 500 mcg; 89.95 mcg/day; initial start date was (B)(6) 2017. The pump was not working or was empty was clarified that the patient stated that she was weak and stiff at the office visit. Back to ¿ground zero¿ in terms of symptoms was clarified as the pump had a residual volume of 3.1 cc removed. Mobility issues with inability to walk was clarified as the patient was in a wheelchair, no clonus of bilateral lower extremity. On (B)(6) 2018 results of medical evaluations including diagnosis was respiratory excursion normal and symmetric, limited range of motion (rom) of upper extremities (ue) and lower extremities (le) and decreased fine motor skill noted bilateral. No current clonus. The pump battery was visible in the left lower quadrant (llq) and easily palpable. The patient was seen for a baclofen pump refill. The baclofen pump was refilled and increased after the office visit by the neurologist. The pump dosage was then decreased. The patient noticed a burning sensation in the bottoms of her feet described as ¿hot¿. Her limbs were cold, but feet were hot. Patient diagnosis is multiple sclerosis. Concomitant medications are, gabapentin, hydrocodone apap, lyrica and effexor. The patient was not hospitalized subsequent to these events. Per clinic notes, the patient followed up on(B)(6) 2017. Active problems were noted as multiple sclerosis chief complaint. Active medications were oral baclofen 20 mg tablet 2 three times a day. Patient takes 40 mg every morning, 30 mg every noon and at bedtime (hs) effexor xr 150 mg oral capsule extended release 24 hour once a day (qd) status; current (B)(6) 2018, lyrica 50 mg oral capsule twice a day (bid) status current (B)(6) 2018, levothyroxine sodium every day (qd) status reported (B)(6) 2017, ampyra 10 mg oral tablet extended release 12 hour twice a day (bid) current (B)(6) 2017, acidophilus problotic 1oomg every day (qd)reported (B)(6) 2017, multivitamins oral capsule every day (qd) reported (B)(6) 2017. The patient was at the clinic for follow up on baclofen pump due to multiple sclerosis. Symptoms were controlled since last visit. No illness since last visit. Pain can be controlled past medical/surgical history was generalized muscle weakness,recent change in medical history; last visit (B)(6) 2017, no previous emergency room visit. Surgical/ procedural: prior surgery tonsillectomy. Diagnoses: multiple sclerosis fatigue. Depression anxiety disorder nos. No known allergies. Review of systems eyes: blurred vision genitourinary: urinary loss of control. Assessment: spasmodic croup and multiple sclerosis and chronic pain syndrome. All wound sites are clean and clear. The patient is having issues with her muscles aching and has finished all her hydrocodone from the procedure. Explained to the patient how the muscle break down works. She needs to get plenty of protein and only take hydrocodone in an emergency basis. The patient would like to do physical therapy. She would like to get stronger so she can walk with a walker on her own. The patient needs to eat smaller meals to help with her reflux and is eating go gurts. The plan was physical therapy instructions: home therapy on (B)(6) 2017 the patient had a return visit. The chief complaint is: patient here with ms and hypothyroidism, her tsh in (B)(6) of 2017 was 69.040 . She has her baclofen pump placed and was able to stand with much assistance to be weighed. Patient has neuropathy quite badly and she is interested in trying gabapentin as the lyrica is making her more weak and her neuropathy/tingling/and burning. The patient was started on levothyroxine. The patient has gained weight since her last visit. By our scales she has gained 22 pounds. Patient complains of tingling, and a warm sensation into her legs. This is most noticeable when she is performing transfers. Currently on lyrica 50mg bid. "Any more than that I get weak." With taking 200mg of lyrica at night before bed her "weakness" hung on into the next day. Clonus of the feet bilaterally has resolved with the addition of the baclofen pump. Ataxia difficulty walking past medical/surgical history was generalized muscle weakness. The patient was feeling poorly (malaise), diplopia and blurred vision, heartburn. Generalized decrease in strength and feeling weak, limb weakness, poor coordination, poor coordination, tingling, and numbness. Ambulation required an assistive device. Paresis was seen in both legs. Impaired ¿finger to-nose movement was seen. Gait and stance: abnormal. Assessment spasmodic croup, secondary progressive multiple sclerosis. Chronic pain syndrome. Therapy plan - stop medication lyrica. Follow up in (B)(6). Gabapentin 100 mg capsule, three times a day, the patient returns for follow-up of multiple sclerosis. She has been treated with lemtrada. She's had no relapse symptoms. She does have a baclofen pump now and has had good success with it, she no longer has clonus of the lower extremities and she can stand with assistance. Since the patient was last seen she has been diagnosed with hypothyroidism, this is almost certainly result of lemtrada treatment. The patient was referred to an endocrinologist who is treating her. The patient's multiple sclerosis is stable and she is doing well with her baclofen pump. The hcp wanted the patient to have an MRI scan of her head in (B)(6), that will be one year from her last to assess for disease stability. The patient was to return for follow-up in (B)(6). Visit date (B)(6) 2018 patient here for refill on gablofen pump due to multiple sclerosis. Symptoms controlled since last visit. Pain is constant (100% of the time). Pain is described as numbness pain is described as tingling. No illness since last visit. Limb pain can be controlled. The pump was interrogated and the settings were confirmed. The residual volume was noted and will be matched to the removed volume. The removed amount was matched to the residual volume 3.1cc. The medication volume was 20 ml and concentration of 500 mcg noted. Then using a filter and accessoring tubing the medication was refilled easily in a slow and steady pressure. The site was cleaned and the pump was reset to reservoir volume continuous infusion rate 100,06mg per day. The refill alarm date was (B)(6) 2018. The patient tolerated the procedure well. There were no complications. Pump analysis and reprogramming was done. Medical: last visit (B)(6) 2017 and last visit (B)(6) 2017. No previous emergency room visit. The patient stated that she was weak and stiff. She was place on levothyroxln at the first of (B)(6) and stated that she feels better overall with weakness in her muscles. She saw the physician. On (B)(6) and then sees him again in (B)(6). The morphine pump refill showed 3.11cc in the reservoir. Planned refill date (B)(6) 2018. Amended: (B)(6) 2018 after a lengthy discussion with the hcp the plan was to decrease her baclofen pump to 89.95mcg with a new refill date of (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient was implanted on (B)(6) 2017 and the healthcare professional (hcp) had not seen them since and the patient was not due for a refill until (B)(6) 2018. The consumer reported that the pump is clearly not working or nothing was left in the pump. The consumer is not sure what they are supposed to do because they can't get the doctor to call them back or get the patient in to be seen. It was reported that the pump was not alarming, but the patient was back to "ground zero," with their symptoms. The patient's slowness was back, they can't use their legs, and was unable to walk or stand up. It was reported that the pump was able to help with the symptoms after implant. The consumer reported that the hcp's office stated they dont think the pump is the problem. It was reported that these had been happening for about 2 months. The consumer was planning to call the patient's neurologist. No further complications were anticipated/reported.